Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the device's power supply was replaced to address the reported issue.